Event description:
It was reported the customer was experiencing high blood glucose. The customer's blood glucose of 439 mg/dl was treated with a manual injection. The customer's mother also reported several error alerts. Customer's mother stated they received a sensor error alert and lost sensor alarm. The customer was advised their error alerts may be caused by a damaged sensor. Customer's sensors will be replaced. The customer's blood glucose declined to 301 mg/dl at the end of the call. No additional information provided.

Manufacturer narrative:
Reliability analysis inspected 2 opened/used sensors and performed bicarbonate buffer test. 1 of 2 sensors failed for low readings. 1 remaining sensor passed per spec with accurate readings. Also found both sensors cannula bent. Unable to confirm customer received sensors in said condition due to customer returned opened/used.